Manufacturer narrative:
Age at time of event : 18 years or older. (B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately calcified vessel. A 7.0 x 40, 75cm mustang¿ balloon catheter was advanced but failed to cross the lesion. Eventually, the device was able to cross; however, upon the first inflation at 4 atmospheres for 3 seconds, the balloon ruptured and leakage of contrast media was observed. The device was completely removed from the patient's body and the procedure was completed with another mustang balloon catheter. No patient complications were reported and the patient's status was stable.